Manufacturer narrative:
One photograph of the patient¿s treated leg was provided for evaluation and shows evidence of red skin color change and skin irritation in one leg of the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
56cm of a patient's left gsv was successfully treated with venaseal. The procedure was completely successfully without issue as per the IFU. Approximately 48 hours post procedure the patient began to experience itching which was not hot or raised. The patient developed a rash that started at the groin and then spread towards the knee. The patient did not think it was that bad and did not seek out the physician for a visit until 17 days after this. The physician prescribed a medrol dosepak, 24mg tapered to 6mg, with 800mg ibuprofin bid.

Manufacturer narrative:
Image review summary: one photograph of the patient¿s treated leg was provided for review. The photograph shows evidence of red skin color change in one leg of the patient. If information is provided in the future, a supplemental report will be issued.